Manufacturer narrative:
Field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse confirmed the error in the error log. The error could not be reproduced because it was intermittent. Fse resolved the complaint by adjusting the clot detection. Fse then verified the nozzle alignment. Fse ran quality controls and patient samples with acceptable results. The instrument was operating as expected. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 15-mar-2018 through 15-apr-2019. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: (B)(4) air detected during specimen suction by main arm cause : after specimen suction, it was determined that the tip failed to touch the liquid surface even though the specimen level was 2 mm or higher than the bottom of the container. If retry fails, the measurement result will be flagged (mf flag). Solution : ensure that the specimen is in the correct position and is free from bubbles. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to clot detection needed to be adjusted.

Event description:
A customer reported getting error message 2075 air detected during specimen suction by main arm with the aia-2000 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.